Event description:
It was reported that the patient had a stroke. It was noted that the hospital staff was not familiar with the pump. The staff did not call the patient¿s managing healthcare professional and had kept coming into her room requesting to see the pump. The device system was used to deliver baclofen. One month later, it was reported that the patient was still having concerns with their device or therapy, but had not sought further help. Three weeks later, it was later reported that the patient was still having concerns with their device or therapy, but they were working with their doctor or representative. An appointment was scheduled for (B)(6) 2013. One month after that, it was reported that the pump had been explanted. It was later reported the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). Final analysis of the pump found overinfusion, though there was an undetermined root cause. The pump passed dispense testing, but the 24 hour infusion test failed with an overinfusion. The pump was retested and ended up being retested again because of air in the test line. It was noted that it finally passed the 24 hour infusion test. Final analysis of the catheter found that the catheter body was deformed in shape and had abrasions; however, they did not affect infusion.

Manufacturer narrative:
Further review of the overinfusion analysis process resulted in the pump serial number (B)(4) analysis conclusion being changed from a finding of ¿pump miscellaneous overinfusion of an undetermined root cause¿ to a ¿no anomaly¿ finding. The original coding was based on nonstandard overinfusion testing. Standard overinfusion testing found that the pump was not overinfusing. There was no pump anomaly observed.

Event description:
The patient also experienced an overdose event (see manufacturer report # 3004209178-2013-12669 for more information).